Event description:
It was reported that the patient had an ambicor penile prosthesis replaced for unknown reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow up report will be sent.